Event description:
It was reported that an unspecified malfunction alarm occurred, reportedly due to "pump being splashed by water at the pool". The customer reverted to manual insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.